Manufacturer narrative:
The device was returned for analysis. The failure to fire was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The cause of the reported difficulties is undetermined. The subsequent treatment appears to be related to the circumstances of the procedure. In this case, there is no indication of a failure in the returned device and a specific failure mode is not provided in the reported information. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to an a mitraclip interventional procedure. Femoral imaging was not performed to verify puncture site. Reportedly with the first device, when pre-placing it and just slightly advancing to minimize the slack without actually trying to close the access site at that point it was noted that the knot was already tight and did not move on the rail end of the suture. A second device was attempted but showed no pulsatile flow at the marker lumen. A third device was attempted but at step 2 the needles damaged the rear wall of the device. The posterior vessel wall was not injured. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 24f sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced are being filed under separate medwatch report numbers.